Event description:
It was reported that the patient was unable to adjust stimulation. The device displayed a ¿call your doctor icon¿ as there was a power on reset (por) condition. The patient reportedly noticed the messaged three weeks prior to report. No medical tests or procedures were performed. Follow-up is being conducted to determine outcome of event.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4) product type: programmer, patient. Product ID: 3889-28, lot# v760832, implanted: (B)(6) 2011, product type: lead. (B)(4).